Event description:
The proximal end of the colon was attached via the stapler. The stapler was closed and fired. There were noted to be 2 holes in the bowel without suture attachment. It was apparent that the stapler had not fired sutures but cut through the bowel walls. Surgical intervention required. The instrument had been disposed of prior to reporting and we were unable to retrieve. (Info from a new package given.) Curved intraluminal stapler (ils) - 24 tatanium adjustable height staples - ref cdh29a - 29mm.